Event description:
The advocate stated the customer tested her blood glucose using her dex and breeze2 meters. The dex meter read 214 mg/dl, while the breeze2 read 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. The customer was advised to dispose of the dex meter. A new breeze2 meter was sent to the customer.